Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that bay 4 was blinking a red light when the battery was inserted. It was further determined that the charging bays and the main board were not working properly. It was observed that the fan on the housing was not working. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a training exercise, it was discovered that one bay in the charger only stayed red on the universal battery charger device. According to the reporter, the device would not change to a different color. During in-house engineering evaluation, it was observed that the charging bays and mainboard were not working properly, and the fan on the housing was not working. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.